Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by abdominal pain. The breach in aseptic technique was described as patient made an unspecified mistake. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient began treatment with vancomycin injection (1 gm per day, ongoing, route not reported) for the event. One day after the event onset, the patient began treatment with cefixime injection (500 mg, per day, for four days, discontinued, route was not reported) for the event. Five days after the event onset, the patient began treatment with amikacin injection (500 mg, per day, ongoing, route not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.